Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose and believes the infusion device delivers too little insulin. The patient changed the insulin cartridge and infusion set and was unable to resolve the issue. The patient also reported the plunger from the insulin cartridge is stuck to the piston rod of the infusion device. No further information is available. The patient did not require medical assistance from a health care professional or other party to address the issue. The infusion device was requested to be returned for evaluation.